Event description:
Claimant alleges the chair remote stuck in the up mode on her lift chair and "threw her in the floor."

Manufacturer narrative:
Brought device back to product development. Evaluated device and could not find any defects. Replaced device with new one.